Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2025. The leakage occurred at the quick release. Infusion set was in use for 1 day. No further information available.